Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent cystoscopy and urethral dilation on (B)(6) 2010 due to urinary retention after mesh placement. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of mesh in (B)(6) 2011. It was also reported that the patient underwent macroplastique injections on (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.